Event description:
It was reported that the pcu module's dose request cord button ("pendant") was not working. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b : b21, annex c : c21, annex d : d16. Additional information : device eval by manufacturer? Annex a : a1801, a2101, a040502, annex g : g04063, g04037, g04080, g02017, annex b : b01, b14, annex c : c0703, c070606, c17, annex d : d15, d02, d07. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the pcu module's dose request cord button ("pendant") was not working. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.